Event description:
During the procedure, the precise stent was placed proximal to the target lesion due to deployment difficulty. Two additional precise stents were placed to treat the target lesion in the internal carotid artery. The procedure was successfully completed, and there was no patient injury.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Device history record review was conducted, and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.